Manufacturer narrative:
A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are existing CAPA numbers for the following parts replaced: CAPA#: 1604765 for syr rear case. CAPA#: ca-2018-0161 for iui.

Event description:
It was reported that the device would not turn off or on. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device would not turn off or on. There was no patient involvement.